Manufacturer narrative:
A visual inspection was performed on two opened and used enlite sensors found both sensors with cannula in full, no missing parts were observed during our analysis. Inspected 3 opened and used insertion needles found two of the three needles bent at the needle base, the remaining needle passed per specifications. Unable to confirm if the customer received the sensors in said condition due to the sensors and insertion needles were returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of needle break and sensor anomaly. The customer's blood glucose reading was 67 mg/dl. The customer stated that two sensors have been broken in the last two weeks. The customer stated that one needle broke and the second one was glued so the transmitter did not pop the enlite out of it. The customer was advised to call back to troubleshoot.